Event description:
It was reported that the light head disconnected from the spring arm as the light was being positioned for better illumination. The dr held the disconnected light head by the handle so that it did not come into contact with the pt. No injuries were reported. Initial eval findings indicate the adjustment nut loosened and fell off, allowing the light head to fall from the arm. Light head and arm have been sent to MFR for further eval and repair.